Manufacturer narrative:
Product complaint # (B)(4) additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure?age, gender, weight, and bmi are unknown. 2. Was the colonoscopy the original, index procedure? No. The index procedure was a colorectal surgical procedure in which interceed xl was used. 3. What was the indication for the colonoscopy?not applicablen. 4. What is the date of index surgical procedure? Unknown. 5. What were the diagnosis and indication for the index surgical procedure? Details of the diagnosis and indication are unknown; the procedure involved the colon. 6. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates.patient medical history, allergies, concomitant medications, and detailed treatment information are unknown. 7. Was there any intraoperative concurrent use of other products?no furtherinformation is available. 8. What is the lot number?unk. 9. Was meticulous hemostasis performed prior to use of product?no furtherinformation is available. 10. What color was the interceed prior to closure? (If brown or black then hemostasis was not adequate)no furtherinformation is available. 11. Did the interceed come in contact with heme prior to use?no furtherinformation is available. 12. How was the product applied? One layer? Wadded?no furtherinformation is available. 13. What suture was used to close the uterine incision? (For instance, silk suture is much more reactive than other sutures to the surrounding tissues)not applicable; this was a colon surgery, not a uterine procedure. 14. Was there excessive tissue desiccation (cautery use) at the site of interceed application?no furtherinformation is available. 15. Were other products (ie seprafilm, anti-adhesion products) used?no furtherinformation is available. 16. What were current symptoms following the index surgical procedure? What was the onset date?abscess-like symptoms were observed, with onset approximately two months after the index surgery. 17. Please describe the results of the pathological examination in depth.pathological examination of the excised abscess reportedly identified components consistent with interceed along with infection-related bacteria. 18. What type of re-operation was performed?re-operation for excision/resection of the abscess. 19. Was there any additional medical or surgical intervention performed?surgical removal of the abscess was performed; additional medical treatments are unknown. 20. What is physician¿s opinion as to the cause of this event?the surgeon suspects that interceed xl may have contributed to the abscess formation. 21. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess?no; surgicel was not involved. A deficiency of interceed xl has not been confirmed. 22. What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. Was the colonoscopy the original, index procedure? 3. What was the indication for the colonoscopy? 4. What is the date of index surgical procedure? 5. What were the diagnosis and indication for the index surgical procedure? 6. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 7. Was there any intraoperative concurrent use of other products? 8. What is the lot number? 9. Was meticulous hemostasis performed prior to use of product? 10. What color was the interceed prior to closure? (If brown or black then hemostasis was not adequate) 11. Did the interceed come in contact with heme prior to use? 12. How was the product applied? One layer? Wadded? 13. What suture was used to close the uterine incision? ( for instance, silk suture is much more reactive than other sutures to the surrounding tissues) 14. Was there excessive tissue desiccation (cautery use) at the site of interceed application? 15. Were other products (ie seprafilm, anti-adhesion products) used? 16. What were current symptoms following the index surgical procedure? What was the onset date? 17. Please describe the results of the pathological examination in depth. 18. What type of re-operation was performed? 19. Was there any additional medical or surgical intervention performed? 20. What is physician¿s opinion as to the cause of this event? 21. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? 22. What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure on an unknown date and absorbable hemostatic barrier was used. In a case of colonoscopy using an absorbable hemostatic barrier, the patient has developed symptoms like an abscess. Re-operation was performed. The excised abscess was sent for pathological examination during the reoperation, and components of absorbable hemostatic barrier and infection-related bacteria were found. The doctor believes that the absorbable hemostatic barrier may be the cause. The period between the first surgery and the re-operation is approximately two months. Additional information was requested.